Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pelvic graft procedure, the knots loosen by themselves despite 3-fold knotting method. A new suture was used to resolve the issue. There was no patient injury.